Manufacturer narrative:
H3: device evaluated summary- a visual review of the returned implant identified a portion has been broken. Microscopic examination of the inserter interface identified damage to the threaded hole and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken portion of the implant identified a fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The observations are consistent with impaction overload. Additional information- d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of degenerative kypho scoliosis involved in oblique lumbar interbody fusion (olif) and posterior spinal fusion (psf) procedure. Levels implanted- l4/5. It was reported that at intra-operatively, the cage was damaged at the connection between the inserter and the cage during olif. Cage was broken. The cage was removed from the intervertebral space and fragments were also removed. When the cage was inserted from the anterolateral side and the cage was raised to the dorsal side, it felt different from usual and was found to be damaged. Event was associated with the patient. Replaced by another product. There was no delay in overall procedure time. There were no patient symptoms or complications reported as a result of this event. On (B)(6) 2021, received additional information that olif cages were placed at l2/3, l3/4, and l4/5, when checked found damage to the cage grip part, when inserting at l4/5. Since, the iliac interference was not large, a straight type cobb curette was used, and a straight type inserter was used. The intervertebral space was not narrow, and it seemed that the load at the time of insertion was not excessive. The cage might have been damaged during the previous hammering because the response when raising the cage to the dorsal side was different. After that, a new cage was used and had been placed at l4/5.